Event description:
Customer reported that a pyxis medstation system es repeatedly reset itself, preventing user access. Customer did not disclose the nature of the procedure, nicardipine was the required medication. Nurses reported a delay to patient care, 30 minutes. Harm to patient was not confirmed by the customer.

Manufacturer narrative:
Customer reported that a pyxis medstation system es repeatedly reset itself, preventing user access. Customer did not disclose the nature of the procedure, nicardipine was the required medication. Nurses reported a delay to patient care, 30 minutes. Harm to patient was not confirmed by the customer. This event is recorded on complaint number (B)(4). A field service technician evaluated the device; the malfunction was caused by a worn scanner cable. A field service technician replaced the cable, and the issue was resolved. Customer tested and confirmed the device is working correctly.